Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, a hitting sound was heard along with a slight burning odor. The laser was placed on standby; however, no notifications were displayed, and the system was restarted. Upon restart, the sound recurred, prompting removal of the blast shield for further inspection. The blast shield was found to be damaged and was subsequently replaced with a spare. The laser fiber was also replaced. The case was completed without patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, a hitting sound was heard along with a slight burning odor. The laser was placed on standby; however, no notifications were displayed, and the system was restarted. Upon restart, the sound recurred, prompting removal of the blast shield for further inspection. The blast shield was found to be damaged and was subsequently replaced with a spare. The laser fiber was also replaced. The case was completed. No information regarding the patient outcome was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.